Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/24/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because the device will not power on. Perform functional test: cannot perform due to power issues. Download and review receiver log: cannot download due to power issues. Cut open case, inspect hw: fail, hw inspection shows tp21 measures 0.11v, should be. 3v, this indicates a defective u6, which is part of the charger circuitry. The reported event that the receiver ceased to function was confirmed. The root cause of the issue is a defective u6 on the rx pcba